Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 485 mg/dl at the time of incident. The customer treated with a shot. The customer's current blood glucose was 398 mg/dl. The customer had symptoms such as nausea. The customer was assisted with 5.0 unit fixed prime and insulin exited.. The insulin pump will not be returned for analysis.